Event description:
During a left atrial flutter procedure, while inserting the non-abbott device (guidewire by cook medical), the iliac vein was perforated. Upon inserting the sheath, the perforation was enlarged. A coronary angiogram was performed. The perforation resulted in bleeding, and the patient died three days later. The physician alleges the cause of the perforation is that the guidewire was too rigid and the patient had fragile veins. There were no performance issues with the sheath.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received and due to unknown procedural conditions, the cause of the reported incident could not be conclusively determined.

Event description:
During a left atrial flutter procedure, while inserting the non-abbott device (guidewire by cook medical), the iliac vein was perforated. Upon inserting the sheath, the perforation was enlarged. The perforation resulted in bleeding, and the patient died three days later. The physician alleges the cause of the perforation is that the guidewire was too rigid and the patient had fragile veins. There were no performance issues with the sheath.